Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. The device was found in backup vvi mode. Oversensing on the lead was observed via review of egms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.